Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd q-syte¿ needle-free connector was clogged. The following information was provided by the initial reporter: it was found that the infusion channel could not be opened, and the liquid did not escape, and then tried to pre-fill it, but it failed, and the number of affected 3.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the video submitted for evaluation. The video displayed a q-syte connector that is attached to a 3-way stopcock, which in turn is connected to an extension tubing. The video shows the health care provider opening the clamp on the extension tubing, but no fluid was observed to exit from the q-syte connector. The fluid path on the stopcock was in the open position. The reported issue was confirmed; however, the cause could not be determined from the video. It could not be verified that fluid was in the extension tubing or that the q-syte connector was fully attached to the stopcock. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 3 bd q-syte¿ needle-free connector was clogged. The following information was provided by the initial reporter: it was found that the infusion channel could not be opened, and the liquid did not escape, and then tried to pre-fill it, but it failed, and the number of affected 3.